Event description:
It was reported that the ilet displayed an occlusion alert while the user was on an infusion set (contact detach), during which blood glucose rose to 400 mg/dl for approximately 2.5 hours, and the alert resolved only after a complete supply change; insulin delivery then resumed. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no use of backup therapy, and no hospitalization. Investigation included guided troubleshooting of tubing, cartridge, and infusion set, user-led replacement of supplies, and provision of replacement luer connectors as a goodwill order. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set and related disposable components, with restoration of function after component replacement. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.